Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a damaged power supply connector. Additionally, there was insect contamination throughout the unit. The root cause for the damaged power supply connector was excessive force. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it would not power on.